Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt tired and out of breath. The implantable pulse generator (ipg) had an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.